Event description:
Customer called on (B)(4) 2012 reporting of a fluid leak inside the beckman coulter lh 750 hematology analyzer and stated that the fluid was also leaking onto the counter top. Customer was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. Customer indicated that the leak did not affect patient results and there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and found a leak at the retic stain chamber (vc24) of the instrument. Fse stated that the drain tubing from the chamber had popped off and proceeded to replace the tubing. Repairs were then verified per established procedures. Root cause of the leak was attributed to the drain tubing of the retic stain chamber popping off.

Manufacturer narrative:
(B)(4).